Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met manufacturing specifications. No problem was found therefore, the event was not confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was "running hot" during routine maintenance. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.